Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-32908. During a follow-up, while performing capture testing, there were episodes of no pacing output on the device and there were episodes of varied pacing values. The device was reprogrammed to resolve the event. Further information was not available.